Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that an error message occurred during procedure. A spiroflex® angiojet® thrombectomy set catheter was selected for a thrombectomy procedure. During the procedure, the device received a replace catheter error message, and a leak was noticed in the roller area of the console. The procedure was completed with a different device.